Event description:
It was reported that the surgeon inserted the icm125v4 12.5mm implantable collamer lens on (B)(6) 2012 and excessive vault was noted the next day. The lens was removed on (B)(6) 2012 and replaced with a shorter length lens and this resolved the problem.

Manufacturer narrative:
(B)(4). Secondary surgery. Explant. (B)(4).

Manufacturer narrative:
Evaluation method: lens work order search. Results: visual inspection of the returned product showed the lens was returned dry with a torn haptic and a clear surgical residue on the lens. A lens work order search revealed that there were no similar complaint for the same type of problem from this work order. Medical review: according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). A higher than ideal vaulting in the absence of sign and/or symptoms does not need an exchange. However, the surgeon may decide to exchange if he determines that this condition may affect the outcome of the patient's vision. (B)(4).